Event description:
The patient had generator replacement surgery on (B)(6) 2012, and the product analysis for the generator was completed on (B)(6) 2013 which revealed that the as-received programming settings of the generator were indicative of a faulted system diagnostic test occurring at or prior to surgery. Upon review of the in-house programming history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2011 and a final interrogation was not performed prior to the patient leaving the clinic. Upon initial interrogation on the next visit on (B)(6) 2012, the settings were the same as the as-received settings in the product analysis lab but the normal output current was set to 2.75ma. The settings were never fully corrected after the programming anomaly on (B)(6) 2011. Manufacturer labeling indicates to perform final interrogations prior to patients leaving the clinic to identify and fully correct such programming anomalies.

Manufacturer narrative:
Analysis of programming history.